Event description:
Additional information received from the patient in response to follow-up reported that, in regards to the patient's history of urinary tract infections (utis) before and after implant, she didn't have confirmation. She just had them off and on since but started having them every month since (B)(6) 2015. It was unknown what caused the utis, but the patient was not emptying her bladder and the healthcare provider (hcp) thought that could be the trouble. She was learning to catheterize herself and that should help. Additional information received from the patient in response to follow-up reported that she had 1 or 2 utis twice a year but in the last year/summer of 2015 she had a uti once a month. She could not go in for adjustment since she always had a uti. She had been self-catheterizing for a week and this seemed to help since she had not been emptying her bladder since 10 years ago. She first told a doctor and he tested and no doctor seemed to take her seriously. She suspected that was what caused the uti. She was going to see how the next month went in regards to seeing if she gets a uti. It was noted that she had an appointment to adjust her device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# v867753, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not having enough time to get to the restroom when she was in public, but she was fine at home. The patient just had programming at the doctor's office 2 weeks ago. She would be adjusting stimulation to see if she would get relief and planned to see the healthcare professional (hcp) in about a month. It was later reported that the patient still had concerns regarding the device or therapy but was working with the doctor or manufacturing representative (rep). An appointment was scheduled for (B)(6) 2012. About 1.5 years later on (B)(6) 2013 the patient reported that she could hold her urine for a length of time in her car, but as soon as she would get out of the car and to her house door, she couldn't control it and urinated on herself. Reportedly this occurred since implant and the caller didn't think it was helping her 50%. The patient thought the trial worked for her but with the implant she was not getting what she hoped for. The patient was redirected to her healthcare provider. A few months later on (B)(6) 2014, the patient reported that a lot of time the patient didn't feel the vibration, turned the device off, turned it back on, felt it really strong, and then didn't feel it. It was noted that the patient wasn't turning it down before turning the device off and on and it didn't "last very long." It was reported that the patient had an upcoming appointment on (B)(6) 2014 and if she didn't "get satisfaction" she would think about seeing another healthcare provider. It was noted that the patient didn't think she had seen a healthcare provider for the last six months. The reporter stated that the patient was on program 1 at 5.2 volts with the lightning bolt and did not feel stimulation. It was reported that the patient went to increase her setting and lost the signal. It was noted that the patient was not able to adjust stimulation. It was reported that the patient could feel stimulation at 5.5 volts and when the device was at 5.2 volts it was not taking care of the patient's symptoms and she had some "really bad accidents" and was the reason she made the upcoming appointment. It was noted that the patient didn't know if the device had ever taken care of her symptoms and had always had to wear a pad. It was reported that when the patient got to the door it started leaking without the patient being quite ready. The reporter stated that sometimes the patient felt it in the vaginal or rectal area. It was reported that the patient had been having pain in her right shoulder and arm and down the arm for a week. It was noted that as long as the patient was moving it didn't bother her but the minute the patient sat down or was still she had the pain and was really bothered. It was later reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative and an appointment would be made after "completing a program." It was unclear what this referred to. About 2 years later on (B)(6) 2016 the patient reported that the device helped a lot/some when she first got it but she had gotten discouraged and had accidents. She was having so much trouble and the urologist said he could not do anything. One of her symptoms was she did not empty her bladder. It was unknown when this started but it had been probably a year since the patient was paying attention to it. The patient had urinary tract infections (uti) every month since july and she had an antibiotic every month. She would get rid of one and within a week or two she would have another one. It was noted that she could not seem to get it anywhere except program 4 and 2.8 but could not get off of it. The patient was helped to understand her patient programmer (pp) and after syncing, stimulation was on. The patient was helped to move from program 4 at 2.8 to program 1 at 2.8. The patient could feel stimulation comfortably and would try it there. Further follow-up is being conducted to determine if the patient had a history of utis prior and since implant and the circumstances that led to the utis. If additional information is received, a follow-up report will be sent.